Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalised illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085456) that a female patient, of unknown age at the time of event, who underwent breast augmentation with two unspecified mentor saline breast prostheses, suffered several unexplained systemic symptoms, including mental fog, extreme weight loss, very pale, rashes, digestive problems, irrational behavior, and chronic fatigue. Patient reported being perfectly healthy, had excellent career prior to the breast augmentation, but had to leave career and have the health problems after. The patient reported that after bilateral explantation on (B)(6) 2017, they had their life back. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch form is for the right breast prosthesis.